Event description:
Reporter's physician changed her medication to copaxone. Reporter faxed the order to shared solutions (teva pharmacy agent) and they failed to send the auto injector. She has been without medication for her ms since the new order was written and sent (B)(6) 2015. Reporter has since experienced an exacerbation which required hospitalization from (B)(6) 2015. She spoke with her physician and shared solutions, faxing a new order. Shared solutions says they have received it and are shipping the auto injector.